Event description:
The pt's implantable neurostimulator (ins) was in a por (power on reset) condition; the settings were confirmed to have changed. When the impedance measurements were taken, the pt appeared to have a large impulse from the device during interrogation. It caused him to withdraw his right arm to his chest and turn his head to the left. The movements were convulsive in nature and lasted a few seconds. The ins was reprogrammed. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).